Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced bent cannula event due to which the insulin flow blocked alarm event on (B)(6) 2026. The blockage was at the site. The event occurred within three or more hours of insertion. The insertion site was abdomen. The patient replaced the infusion set, and resumed insulin deliveries successfully. No further information available.